Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis ((B)(6)), ruler ((B)(6)), camera (panasonic lumix dmc-zs5) ¿ as found condition: the solitaire x 6-40 stent device was returned for analysis inside a biohazard bag and a shipping box. The phenom 21 was not returned. Per the solitaire x 6-40 instructions for use (IFU): ¿solitaire x 6-40 should be delivered through a catheter with a minimum inner diameter (ID) of 0.021". Therefore, the phenom 21 catheter appeared compatible with the solitaire x stent device as it has an inner diameter (ID) of 0.021". ¿ damage location details: the finger markers were examined inside the introducer sheath, and they were aligned properly. The solitaire stent working length was found to be in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil was found to be damaged. No other anomalies were observed. ¿ testing/analysis: due to the damaged conditions, the returned solitaire x could not be used for resistance testing. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire x was damaged. It is possible the damages occurred when the customer attempted to advance the solitaire x through the catheter against resistance. However, the cause for the damage and resistance could not be determined. Possible causes include using the damaged device, vessel tortuosity, and lack of continuous flush with heparinized saline during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the patient had already been in a condition requiring mechanical thrombectomy due to acute ischemic stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a mechanical thrombectomy was performed to resolve the ischemic stroke.

Event description:
Medtronic received a report that there was resistance during solitaire stent preparation. It was reported there was resistance during preparation. The stent was able to push out of the sheath. There was resistance in the middle of the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include an optimo 8f guide catheter and synchro guidewire. Additional information received reported due to the resistance the patient had an acute ischemic stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.